Event description:
It was reported that the cartridge was leaking from the push rod. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.